Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient discovered a fluid leak during step 9 of their pd end treatment. Fluid was discovered in the pump module area of the cycler and on the external of the cassette. Fluid was noted leaking from the cassette. There were no alarms or warnings prior to or after the leak. The patient was advised to leave the cassette door open for 24 hours. It is unknown at which point in therapy the leak may have begun. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarms and treatment was completed and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient voluntarily did not complete treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient discovered a fluid leak during step 9 of their pd end treatment. Fluid was discovered in the pump module area of the cycler and on the external of the cassette. Fluid was noted leaking from the cassette. There were no alarms or warnings prior to or after the leak. The patient was advised to leave the cassette door open for 24 hours. It is unknown at which point in therapy the leak may have begun. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarms and treatment was completed and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient voluntarily did not complete treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.